Event description:
It was reported that the patient experienced overstimulation and a shocking/jolting sensation at the lead location. There was no known accident or incident. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).